Event description:
It was reported that the right atrial (ra) lead exhibited an increased trend of pacing impedance and high pacing threshold in which resulted in loss of capture at high output. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.